Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 2.75mm stent delivery system was returned to the complaint investigation site. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. No issues identified with the hypotube shaft. Microscopic analysis of stent found no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no evidence of a previous inflation attempt having been performed. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and the stent deployed without issues. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure of 18 atmospheres as per the instructions for use.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the balloon burst. The device was removed, and the procedure was completed with another stent. No patient complications or injuries were reported.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the balloon burst. The device was removed, and the procedure was completed with another stent. No patient complications or injuries were reported.